Manufacturer narrative:
(B)(4).

Event description:
The customer fell and twisted her ankle after slipping on an unnoticed deionized water leak from the analyzer. The customer did not seek medical treatment. She stated she was walking slowly on the affected ankle and it was getting better, but was still swollen. There was no adverse event. The biomedical personnel at the site repaired the leak by removing the lower rear panel of the analyzer and reconnecting loose deionized water supply tubing.